Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) year old male patient, the device was unable to pace. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The device was recertified and returned to the customer review of the clinical event data confirmed that the device delivered pace pulses when in pacer mode, but the device did not capture the ECG signal. However, this is not an indication of a device malfunction. The log file does not show an attempt by the user to change the lead view or size to correct the issue. The operator's manual instructs users to select a different ECG lead configuration if there is no ventricular capture beat after a pacing marker is seen on the ECG display. There were no pacer error messages or user advisories in the device log indicating any issues with the connection to the ECG leads or coupling to the patient. Analysis of reports of this type has not identified an increase in trend.